Manufacturer narrative:
(B)(4). Additional information: upon further investigation, it was reported the patient transferred to hemodialysis therapy at another clinic several months prior to passing away. The homechoice device was returned for evaluation and showed there were no increased intraperitoneal volume (iipv) events in the log and the last completed therapy was performed on (B)(6) 2014; therefore, the homechoice pro is no longer considered suspect product in this event. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt), who performed pd therapy with a homechoice (hc) device, passed away due to an unknown cause. It was not reported whether the pt was hospitalized prior to death. It was not reported if an autopsy was performed. No further information was provided. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.